Event description:
It was reported that during a pta treatment procedure in the right brachial artery with a wallstent endoprosthesis, the stent did not deploy. When the physician attempted to deploy the stent, friction was felt on the outer sheath and he was unable to release the stent. The wallstent endoprosthesis was removed and when it was examined the stent edge appeared to be damaged. No pt complications were experienced. Current pt status is reported as 'good'.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.